Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, higher than upper limit hv lead impedance measurement was observed. The impedance has been out of range for the past six days. Review of trend noted that the impedance had regularly fluctuated in the past which may be caused by patient¿s heart failure or kidney failure. The clinician was to discuss this information with the patient¿s following physician. No plans had been made at the time but the clinician anticipated continuing to monitor the patient and lead.